Event description:
Healthcare professional (hcp) reported one incident of a pt reaction with the psn 210 dialyzer. It was reported that at the start of treatment the pt experienced chest tightness, shortness of breath, choking, nausea, and anxiety. Treatment was stopped and the pt was administered oxygen (route and dose unknown). It was reported that the pt was admitted to the hosp. It was reported that the pt has since been discharged and dialyzes on a alternate membrane without incident.